Manufacturer narrative:
D6a implant date was estimated based on the stent was implanted in 2005.

Event description:
It was reported that restenosis occurred. A 2.50 mm taxus liberte was deployed at the proximal left anterior descending artery (lad) in 2005. On (B)(6) 2018, coronary angiography revealed in-stent restenosis at the proximal and mid lad. The lesion was treated with 3.50 and 3.25 mm non-boston scientific stents.